Event description:
It was reported that at follow up, one episode of vf was observed but no hv therapy was delivered. An increased capture threshold was noted. The physician reprogrammed the device, and the lead remains implanted. Patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.